Manufacturer narrative:
The explanted material was not returned to the MFR, therefore an investigation to determine failure mode could not be conducted. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. The complaint rate for this lot is not abnormal of this device. The physician was contacted by the MFR regarding this issue. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It has been reported that the physician implanted two devices in 2009. The pt developed a "bump" on the left side of the forehead in the area of implantation. The physician removed the mass under local anesthesia eight months later. The physician identified the mass as encapsulation of the device. The capsule was soft and easy to remove. No remains of the device were seen. The pt did show some reaction to vicryl sutures.